Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations. It was reported tha the patient will continue to be monitored through in clinic interrogations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was emitting tones due to an out of range pacing iimpedance measurement on the left ventricular (lv) channel. Currrenlty, the impedance is 1800 ohms and it was reported that the measurements have been chronically high. Sensing and pacing are appropriate. No adverse patient effects were reported.